Manufacturer narrative:
(B)(4).

Event description:
The customer had short sample alarms on the cobas 6000 c (501) module. They then obtained questionable results for one patient sample using the alb2 albumin gen.2 (alb2), ca2 calcium gen.2 (ca2), and ureal urea/bun (bun) assays. All results were released outside the laboratory. Of the data provided, only the results for alb2 and ca2 were discrepant. The initial alb2 result was 0.2 g/dl with a data flag; the repeat result was 3.9 g/dl. The initial ca2 result was 0.8 mg/dl with a data flag; the repeat result was 10 mg/dl. No adverse event occurred. The alb2 and ca2 reagent lot number and expiration dates were not provided. The customer suspected that gel residue was present on the sample probe and attempted to clean the probe by wiping it off. The customer then replaced the sample probe and the short sample alarms stopped. The issue appeared to resolve after the probe was replaced. The customer declined a service visit. Investigation activities are ongoing.

Manufacturer narrative:
The root cause of the event was the contamination of the sample probe with gel. The customer has had no further issues since they replaced the probe. A review of complaint trending data of sample short alarms arising from gel on the sample probe showed no abnormal trends.